Event description:
Event description guidant received information that this patient's system was removed due to a lead damage. The device, an implantable cardioverter defibrillator (ICD) had a device short due to max energy shock. At the attempted implant of the endurance ez lead, the svc was perforated. The endurance was removed and replaced with another endurance ez lead without issue.